Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. It is unknown if the unit was in use on patient, but the customer reported there was no patient harm reported.